Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/03/2020.

Event description:
The customer reported a ventilator that required battery replacement. It was unknown if there was patient involvement, but no patient harm was reported.

Manufacturer narrative:
G4: 04feb2020. B4: (B)(6) 2020. Biomedical engineer stated that the unit was plugged in and then left unplugged for a very long time. The batteries fell under the required charge level for the unit to detect the battery. Since the battery went under the required charge level for the unit to detect the battery. Now the battery cannot be charge. The biomedical engineer had to order new batteries because of this issue. The unit is now back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.